Event description:
A patient's family member reported that patient was seen in ER. Patient's meter allegedly would not turn on. Family member stated that they called 911 and patient was taken to the emergency room "when they noticed that patient's meter would not turn on". Unknown if customer tested on the meter before going to the ER. Patient was treated with food or beverage. No further information has been reported.